Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04220. It was reported there was air in the device and air embolism occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access system was inserted into the patient. The watchman laa closure device & delivery system was flushed properly and inserted into the access system. It was then noticed that air came out of both access and delivery system. Some bubbles were noted to have gone to the main blood stream and others were trapped in the distal lobes of the laa. The physician decided to continue the procedure and observe the air. There were no clinical effects due to the air embolism. The closure device was successfully implanted and no patient complications occurred. The patient was stable.